Event description:
(B)(4). Started with bad lower back pain, then add joint pain..then stomach issues. Pain during and after intercourse. Recently heavy bleeding, had to have iron transfusion. Extreme hair loss, mood swings, I have now in last six months have signs of vertigo, inflammation, bloating in my stomach. Yes this was put in and covered by my then insurance.